Event description:
It was reported that during a change out of the device, the lead insulation appeared twisted and torn. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment of the lead was returned, analyzed and analysis revealed that the outer insulation had breached environmental stress crack (esc). It was also noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.